Event description:
The customer reported that he went to the emergency room due to high blood glucose levels, with a reading of 599 mg/dl. The customer stated that her heart was pounding also. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump had no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.